Event description:
International affiliate reports the patient experienced pain approximately one month after device implantation. X-ray image revealed that the single inner set screw had loosened from the construct. Revision surgery was performed to remove the set screw and concomitant devices.

Manufacturer narrative:
Examination of the returned device found no anomalies. No definitive conclusions can be made. Care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.